Manufacturer narrative:
(B)(4): the device has not returned to the manufacturer for evaluation.

Event description:
It was reported that a patient underwent an anterior cervical discectomy procedure with implant of artificial disc at c6-7. During surgery, the rail cutter tip snapped in the vertebral body as the surgeon was using it with the cutter guide for the second hole. The first hole was drilled with no issue. Doctor was able to retrieve the broken tip and no fragment of the instrument remains in patient. No patient complications were associated with this event.

Manufacturer narrative:
Additional information: optical examination did not identify pre-existing material defect that could contribute to the fracture propagation. Microscopic examination of the fracture found a quasi-brittle. The location and timing of the breakage is consistent with torsional overload.